Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke. Changed to a new reload but could not fire at the second stroke. The surgeon changed suture to ligate the vessel. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged anvil, incomplete-interrupted cycle, premature sled movement the analysis results found that one ec60 device was returned with the anvil bent upwards and with two cartridge reloads present. Cartridge (b), ecr60w, k5988t was received partially fired 2/3, consistent with an incomplete or interrupted cycle. Cartridge c, ecr60w, h53z5h was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No functional test could be performed due to the condition of the device. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.